Event description:
It was reported that during the implant procedure, implant in the right atrial (ra) was attempted but was abandoned due to a high impedance and high pacing threshold. The helix was noted to not appear to fully extend and retract. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. Products: addr01 implantable pulse generator (ipg) implanted: 2010 (B)(6); 5076 implantable pacing lead implanted: 2001 (B)(6). (B)(4).